Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Failure analysis was unable to perform a bolus delivery due to no button response. However, no frozen screen noted. The time advanced properly. The insulin pump had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump was received without original belt clip. Failure analysis was unable to verify damage to belt clip. No damage noted on the belt clip slot.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. Customer was attempting to bolus when the alarm occurred and the insulin pump froze. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.